Manufacturer narrative:
Facility experienced an event with proximate* linear cutter on 6/5/97 while performing a misc; exploratory laparotomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974165. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number: k46d8t; cartridge position: loaded; drives present in cartridge, all present/up; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staples present? Formed/unformed,6 formed staples p and swing tab position: locked/unlock locked. Functional tests & results: instrument safety lockout properly, yes. Staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that there were six formed staples returned in the cartridge. The returned staples were examined and were found to be conforming with respect to mfg requirements for staple formation. The instrument was fired with a reload cartridge and it fired all formed all the staples as designed across the entire staple line. The reported incident could not be recreated. The mfg engineer has been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
It was reported the device was used during an exploratory laparotomy procedure. It was reported the tlc55 staples did not form properly when the device was fired. Another tlc55 was opened to complete the procedure. There was no consequence to the pt.